Manufacturer narrative:
The reported event of "the autopulse platform (sn (B)(4)) displayed "system error", out of service, revert to manual CPR" upon powering on the platform" was confirmed during functional testing and archive data review. The root cause for the reported issue was due to the drivetrain motor brake gap was out of specification. Upon visual inspection, observed that the encoder drive shaft does not rotate smoothly, exhibits binding and resistance, noticed missing screws from the cover, damaged loop wire restraint and load plate cover was damaged with the hole that affects the watertight seal, unrelated to the reported complaint. The top cover needs to be replaced to remedy the issue. The autopulse platform is a reusable device and was manufactured in 2007 and is 11 years old, well beyond the expected service life of five years. Therefore, this type of damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Unable to perform functional testing due to "system error", out of service, revert to manual CPR" error message displayed upon powered on the device. The archive data review showed occurrence of "system error [139] - unable to hold compression position" error message on the reported event date. It was found that the drivetrain motor brake gap was at 0.011" which is out of specification. The brake gap could not be adjusted back within specification of 0.008". The cause for the brake gap issue was found to be set screws that would not lock into the encoder dimple causing the brake to disengage and the brake gap to be out of specification. Further review of the archive data showed occurrence of user advisory (ua) 17 (max motor on time exceeded during active operation) error message, unrelated to the reported issue. The root cause for the ua17 error message was due to defective drivetrain motor. The drivetrain motor needs to be replaced to remedy the issue. Upon customer approval, the defective parts will be replaced and the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there were two similar complaints reported for the autopulse platform with sn (B)(4). Ccr (B)(4) was reported on may 12, 2014 and ccr (B)(4) was reported on august 09, 2011. The drivetrain motor brake gap was out of specification for both of these complaints.

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) displayed "system error", out of service, revert to manual CPR" upon powering on the platform. No patient involvement.